Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by the attorney, through the filing of a lawsuit, that the patient underwent a left knee arthroplasty on (B)(6) 2017 where she was implanted with a stryker knee system. It is further alleged, that "the doctor erroneously implanted a right femoral component on patient's left knee." It is further alleged that as a proximate result, patient suffered permanent injuries, great pain and mental anguish.